Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized in two different occasions for low blood glucose of 25mg/dl and 29mg/dl respectively. The customer stated that she experienced low blood glucose three to four times a week. Troubleshooting was performed. The daily totals, bolus history, and alarm history were correct. No further info was provided.